Manufacturer narrative:
The device was disposed.

Event description:
It was reported that the retriever failed to capture the clot. After one pass, an alternative treatment option was used. The physician suspected that the retriever caused intimal damage and a sub-intimal hematoma. It was reported that the patient died, cause and date of death are unknown. No other information was provided.

Event description:
It was reported that the retriever failed to capture the clot. After one pass, an alternative treatment option was used. The physician suspected that the retriever caused intimal damage and a sub-intimal hematoma. It was reported that the patient died, cause and date of death are unknown. No other information was provided.

Manufacturer narrative:
A device history record review found that the device met all manufacturing, design and performance specifications. The device was not returned for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hematoma, vessel dissection and the patient outcome of death are known and anticipated patient complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.